Event description:
It was reported that the patient's ipg was reaching end of life. It is unknown if this occurred prematurely. Surgical intervention was undertaken and the ipg was explanted and replaced. During the procedure the left extension was failing to disconnect from the ipg, and the extension was then explanted and replaced.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
The reported observation of device reached eri was confirmed. The root cause of the reported observation was due to the device having normal battery depletion. The device provided therapy per the programming up to the explant date. The artemis clinicians manual was used to calculate the devices¿ estimated longevity by determining the average energy factors for each program. Using the energy factors of program #1 with 2 stimsets it was determined the estimated longevity would have been 1.9 years +/- .25-year per ¿ 90205144, assuming 1000-ohm program impedances, for device model 6662. The device provided 1.9 years of stimulation and had not declared end of life (eol). Based on the available information the device had normal battery depletion at the time of explant.